Event description:
It was reported that allegedly a vena cava filter had 2 fractured limbs. The pt had the filter implanted three months ago, by a trauma surgeon. About 1-2 weeks after the filter was implanted, pt began experiencing severe pain to the right of l2. A CT of the abdomen was performed on two occasions, once 1.5 months after it was placed and again two months after placement. Allegedly the CT showed two fractured struts in a para vertebral vein very close to l2. The pt had the ivc filter put in after a craniotomy for brain cancer (gbm). It was reported that the pt has been asymptomatic with the brain cancer, as well as the subsequent radiation and chemo. The only pain experienced had been in the l2 region where the g2 filter was placed. It was reported that currently the pt is not experiencing much back pain, but had another pe. The pt's medication was changed from coumadin to lovenox on a recent visit to the physician.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The sample was not returned as it remains implanted, it is unk if pt or procedural factors contributed to this event. Based on the info received, the results of the investigation are inconclusive and the root cause is unk. The current IFU (instructions for use) on potential complications states: filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse clinical sequelae. Acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter or originate from superior or collateral vessels.